Manufacturer narrative:
Per -1895 final report: the explanted devices, x-rays and operative notes could not be provided, however, the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned, packaged and sterilised in accordance with the correct specifications at the time of manufacture, except for 2 parts which were scrapped because of damage non-conformance and dimensional non-conformace. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. Thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, patient details, operative notes and the return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA; however, this event occurred outside of the USA.

Event description:
Unity revision due to infection.